Event description:
It was reported that during a colon cancer resection procedure, after firing the device, the surgeon found staples were malformed, and the device could not be removed from the pt. Device was finally removed, and a different device was used to finish the procedure. Extend or time by 2 hours. No pt consequence.